Event description:
During a follow up call the customer reported that they were hospitalized due to low blood glucose of 32 mg/dl. The customer stated that they were not wearing their sensor for a few days, they were in a warm car for six hours, and were found by someone who also called the paramedics. The customer had checked their blood glucose; it was 55 mg/dl. They thought they would go to lunch, nut never made it. The customer stated that they don't feel incident was caused by the insulin pump; they stated that their blood glucose had been running low and they had not been wearing the sensors. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.